Manufacturer narrative:
Supplemental MDR no. 2016493-2025-70244_supplemental 1 was submitted to recall MDR no. 2016493-2025-70244 as determined to be there were no adverse events or injuries reported based on this event. Hence, 2016493-2025-70244 was recalled and considered as non-reportable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, not detected on bus. It was reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty connections. The field service engineer reconnected all the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.